Event description:
The device was evaluated at the facility by a baxter representative for service. During service by baxter technician, the device showed that failure code 812:02 had occurred. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event.